Event description:
It was reported that the procedure was to treat a unspecified coronary artery. The shaft of the 3.5x12 mm nc trek was bent/kinked during use. The procedure was completed using another abbott balloon catheter. No adverse patient effects were reported. Returned device analysis revealed a separated hypotube.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft kink was confirmed. Additionally, the hypotube was separated 54.3 cm distal to the strain relief tube. The fracture faces were oval. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.